Manufacturer narrative:
The instructions for use (IFU) for the gore® dryseal flex introducer sheath states: ensure the vessel is of adequate size for the insertion of the introducer sheath. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result. The gore® dryseal flex introducer sheath dsf2233 has a nominal sheath outer diameter (od) of 8.2mm. Additionally, the gore® dryseal flex introducer sheath instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore tag® thoracic endoprostheses using 22fr gore® dryseal flex introducer sheath. After the endoprostheses were implanted and the sheath was removed, an angiography showed a suspected dissection of the right external iliac artery. A bare metal stent was implanted from the right common iliac artery to the right external iliac artery to treat the dissection. The patient tolerated the procedure. The physician stated the access blood vessel was narrow and the dissection had been expected. The patient blood vessel was weak and it is unknown if the dissection was caused by the sheath. According to the case report, the diameter of the right external iliac artery is 5.7- 5.8 mm.